Event description:
The patient came in 1 month after the primary reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem, head and liner.

Manufacturer narrative:
Batch review performed on 23 december 2021. Lot 1910222: (B)(4) items manufactured and released on 16-apr-2020. Expiration date: 2025-apr-06. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported events.